Event description:
It was reported that (1) device was used during an unkown procedure. It was reported by the affiliate that the tsb45 instrument jaw would not open after firing. Another instrument was used to complete the case. There was no consequence to the patient. The device was discarded.